Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.